Event description:
It was reported during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) device, after the device implant was complete, there was oversensing of noise. The defibrillation threshold (dft) testing, resulted in diaphragmatic stimulation/spasms, which the device marked as noise. Therapy was then voluntary turned off, and 6 external shock and CPR was administered. Once the patient recovered, the physician performed a commanded shock successfully. System impedance was 85 ohms, all vectors were ok, and device programmed to the primary vector. A commanded 10j shock was successful, and a 65j shock was successful. The implant procedure was successfully completed. The patient was alert and talking post procedure. The device remains implanted. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.